Manufacturer narrative:
The calibration and qc recovery data provided was acceptable. The field service engineer (fse) changed the dilution vessel, the dilution nozzle, and the vacuum nozzle. No further issues were reported after the service visit. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The sodium electrode serial number and expiration date were not provided. The other analyzer's serial number was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results for 1 patient sample tested on a cobas 8000 cobas ise module. The initial sodium result was 147 mmol/l. The sample was repeated on another cobas 8000 ise module, and the result was 130 mmol/l. Clarification on which result was deemed correct was requested but not provided.